Event description:
Implant fracture followed by removal using bti.

Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not received back in time from customer to allocate enough time for investigation for the reporting to FDA . We will continue to track and monitor the trend.

Event description:
Implant fracture followed by removal using bti.